Event description:
The complainant (an OEM customer to merit) reported that merit's guide wire insertion tools were stripping portions of their customer's guide wire coating off during use. The complainant also reported on 9/27/2006 that their customer had initiated a recall of kits containing the insertion tool. There was no harm or injury to any patients as a result of the failure.

Manufacturer narrative:
Merit is currently working closely with it's OEM customer to determine root cause of the observed field failures. Follow up reports will be submitted as merit's investigation proceeds.